Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The duraseal dural sealant system (202050) was returned for evaluation: device history record (DHR) review - a DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - the sample received back included: open pouch with label corresponding to part/lot number involved, 2 spray tips, 1 y-connector, 2 holders, borate syringe with white cap, 2 vials, and phosphate syringe attached to a vial. Spray tips, y-connector, and holders were visually inspected, no signs of usage or damage were detected in either. However, traces of blue solution were observed which may be due to that all devices were in the same package and leakage occurred. The clear syringe was observed without use and full of 2.5 ml of solution, no damages were observed. For vial 1, the spike was not fully depressed, and the red line indicator was visible. Traces of blue solution was present on top of the spike and blue solution was dry on the bottom/walls of the wall. For vial 2, the spike of the bioset was fully depressed, and the red line indicator was not visible. The blue solution inside was still fluid and the blue label syringe was attached to the spike, but it was fully empty. Once unplugged from each other, no damages were observed on top of the spike nor in the tip/luer lock section of the syringe. The spike of vial 1 was fully depressed and the blue syringe was filled with water and attached to vial 1 to verify presence of a leak. Water flowed through the syringe to vial and vice versa with no issues with the connection or presence of leaks. To verify vial 2, the blue syringe was filled with water and attached to the spike, water flowed through the syringe to the vial and vice versa with no issues with connection or presence of leaks. As seen with both vials, water could be injected without restrictions nor presence of leaks and the syringe/vials worked as expected. With the sample received, the failure mode reported for this complaint was unable to be confirmed. There were no issues injecting the water from the syringe to the vial and withdrawing the liquid from the vial. Root cause - the root cause is undetermined, and the complaint was unable to be confirmed with the information available. Product was received and tested and no issues were found nor could the complaint be replicated. Per the dfmea, potential causes of failure include: issues with performance. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that blue liquid leaked from the upper side edge of the diluent syringe of the duraseal dural sealant system 5ml (202050). No patient injury or surgical delay has been reported.